Manufacturer narrative:
The affected device was analyzed onsite and the log files were investigated at the manufacturer. Analysis of the log files revealed that on (B)(6) 2017 at 10:39 am the device detected an internal communication problem between c500 and the ventilation unit v500. Furthermore, the log entries show that the v500 ventilation unit performed several restarts. It could be determined that the restarts were caused by a faulty pcb therapy control unit. The device generated the visual and audible alarm ¿device failure 3¿ as specified. In the event that the evita infinity v500 ventilation unit stops ventilating, audible alarms would be activated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the evita v500 displayed device failure 3 while in use.